Event description:
Anesthesized patient on the or table. The staff was not attempting to use or move the bed. The bed spontaneously made a hissing noise and smoke started coming out near the power cord. A staff member kicked the cord loose. The smoke continued to come out around the base of the bed. The patient was laterally transferred without difficulty. The bed was removed from the or suite . Fire doors were closed between the bed and patient care areas. The bed continued to smoke. Test reveals: biomed checked surgery table. Called in steris biomed rep. Found that capacitator was burned out and causing the smoke. Capacitator switched out. Bed checked and returned to service.